Event description:
Diabetes clinical manager reported that customer is having issues with her insulin pump. Customer reported that for the last month, her device would shut off randomly. She would take the battery out and reinsert it, and the device would work again. In the device history, there were multiple no delivery alarms in the last two months. Customer reported that her a1c has gone up from 6.2 to 8.6 in three months. She feels like the device does not lower her blood glucose when eating. Customer declined to trouble shoot or request a replacement because the device currently has no issues. She was advised to monitor her blood glucose and the device, and call back when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.